Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the pt was hospitalized for the event. Treatment for the event was not reported. On an unreported date, the pt¿s pd effluent was clear, the peritonitis was resolved, and the pt was recovered from the peritonitis. Additional information was requested but is not available.